Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: the investigation is based on event description and provided photos. No product was returned to assist the investigation, but two photos of the retrieved filter were provided. It was reported that the filter was advanced from jugular approach, but the photos clearly showed an unused filter with the primary filter legs still loaded into the femoral cup and with the secondary legs severely damaged and squeezed upwards against the filter hook. Based on these photos and the information stating that it was "tried to return" the filter when "resistance was found", it is suggested that the femoral introducer with the pre-expanded filter was retrieved through the hub of the introducer sheath, when resistance was encountered. According to the instructions for use repositioning of the filter is possible only by advancing the filter, as retracting could damage the secondary legs. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) k171712, (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter has not progressed into the sheath during the mounting of the kit to be inserted into the patient. Resistance was found, and when physician tried to return, the filter warped completely. The physician doctor has been using it for many years. Additional information received 15jul2019: the physician used the jugular introducer. It was not implanted in the patient. Penetration/perforation at the introduction of the femoral filter into the sheath, there was resistance, gripping the walls of the sheath. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.